Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to migration of the internal magnet. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The report is filed (B)(6) 2015.